Event description:
Noted small bruise on left flank when the sensor was removed. By (B) (6) 2009, skin was within normal limits. No treatment needed.

Manufacturer narrative:
Model# is-s, catalog# is-s, lot# a092001. This is one of four similar incidents that occurred at this facility within a (B) (6) time period. The product was not returned so no device eval was done. F/u communications with the facility revealed that this case, as well as two of the other four cases, involved the use of applying a layer of "opsite" to the skin and then applying the oxyalert nirsensor. It is possible, but not confirmed, that the use of the "opsite" may have contributed to the bruising. The facility has discontinued the use of applying the "opsite" prior to applying the nirsensor. Subsequently, it was reported to us that in all cases, no medical intervention or treatment was necessary to preclude permanent damage nor did the incidents result in increased length of hospital stay. Standard of care was provided and the skin issues resolved. Our internal analysis concluded this type of incident (bruising after removal of the nirsensor) has a 0.02% occurrence rate. We have concluded that no further action is required at this time.